Event description:
When putting together the femoral locating device, the surgical tech did not notice that the femoral block connector did not engage with the femoral resection guide, therefore the surgeon cut 16mm distal femur instead of 11mm as the resection guide was set for.

Manufacturer narrative:
The instruments were not returned for examination. The investigation could not draw any conclusions about the reported event without products to examine. The initial reporting stated the products were not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.